Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: photo investigation: the device was not returned. A photo-investigation was performed on the images. The images showed the partial device with a worn and twisted hexagonal screwdriver tip. The device appeared to be discolored ; the complaint is confirmed based on this observation from the photos. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition was confirmed during photo investigation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter line 1: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the screw would not mount onto the driver properly. It was difficult to remove the screws from the driver after insertion. Upon inspection of the drivers, the drivers appeared to be deformed. A spare driver was used to complete the procedure. There was a surgical delay of ten (10) minutes. There was no impact to the patient. The procedure was completed successfully. This report involves one (1) expedium spine system monoaxial screwdriver. This is report 2 of 2 for (B)(4).